Event description:
On (B)(6) 2025 from 9:30-11am at ventilator clinic. Transported by parents via car to the (B)(6) where he had an eye appointment at 12:30pm. He was examined by the doctor and drops were placed in his eyes to dilate. 1:30pm it was reported he was undergoing the eye exam in a dark room and did not look good well. From 1:30-1:37 the parents were providing care to patient. He was placed on his portable pulse ox unit and noted to have oxygen saturations in the 50's. Ems arrived on the scene at 1:37pm and initially noted a pulse. They secured his airway and began using the resuscitation bag (he was off vent at this time and moving forward). Ems left with the patient around 1:46pm and was noted to lose his heart rate and they began compressions and bmv support all they way to (B)(6) hospital where he entered the emergency room and they continued resuscitation efforts for 1 hour and he was pronounced dead.

Manufacturer narrative:
Breas performed an investigation which included an analysis of the log files and full testing of the device. The details of that investigation are below and included as an attachment. The investigation concluded that the device performed according to specifications and there is no indication that the device caused or contributed to the adverse event. This will be the final report for this incident. Investigation report our reference: (B)(4) your reference: n/a reporter: (B)(6). 1 event summary and background when was breas made aware of the event? - november 18th, 2025 when did the event happen? - november 12th, 2025 when was the event discovered? - during active treatment patient impact: - death. Device model and serial# - vivo 45 ls, sn (B)(6) reporters description of the event: - "a patient of ours passed on our vent (vivo45) while at a doctors appointment. The hospital is doing an internal investigation but we would also like to have a forensic/engineering download of the vent." Other relevant background information. 2 investigations breas received the device on (B)(6) 2025. The investigation started on (B)(6) 2026 and completed on (B)(6) 2026. The investigation included the following activities: - full functional testing - full log file analysis 2.1 inspection visual condition: - "like-new" condition accessories: - lp o2 adapter, carrying bag affixed labels: - two labels owned by customer system time and date: - device is on central time and 5 minutes behind current time. Firmware version: - fw version 5.1.10 usage hours: - 621.2 hours internal battery: - soh: 98% mode and setting as received: alarms as received: photos: 2.2 analysis of log file the clip above is a graphic of the entire treatment session on the date of the event. This treatment starts on (B)(6) at 8:56am and ends at 3:30pm. I have circled points of interest where I found moments of high leakage which could signify possible leaks in the circuit or disconnections. The first five events lasted less than twenty seconds each and were all accompanied by a low-pressure alarm that sounded within the designed time the first circle does not have an alarm due to the leaks not lasting long enough for the alarm to sound. Circled in green are some settings changed manually, which explains the change in the pressure delivered to the patient. These changes were made at approximately 10:57am. Above is a clip of the final red circled event where a continuous high leak/zero pressure event occurs for approximately 50 minutes. This appears to me as the point the patient might have been disconnected from the vent and it was left running. Immediately prior to this event, the device began the note that there was a larger percentage of non-spontaneous breaths being taken. For around six minutes prior to this event, there was an increase in non-spontaneous breaths, little-to-no volume delivery, and no fluctuation in the pressure that was delivered. During this timespan, there are several low mve and low vte alarms that sound, but they are not continuous. The low vte and low mve alarms were on, but set to their lowest possible values. 2.3 calibration as received: passed after recalibration: n/a 2.4 functions and alarms device passed full functional testing and alarm testing 3 cause is the root cause confirmed? - no. The device operated as programed and alarmed as designed. Is the customer description confirmed or not? - the data shows an event that could relate to that of a patient who stopped respirating and was removed from the vent probable causes with rationale - the vent operated as programed and alarmed as designed causes that could be excluded with rationale - n/a 4 risk assessment this event does not require a risk assessment as there is no fault found with the device and no allegation that the device malfunctioned. 5 conclusion and recommended actions the device passed all functional testing and an analysis of the log files concluded that the device operated according to specifications. The device did not cause or contribute to the adverse event. Report compiled by: (B)(6), service supervisor. Date of report: 1/9/2026.

Manufacturer narrative:
Breas is in contact with the reporter and investigation is ongoing. At this time there has been no allegation that the device malfunctioned.

Event description:
On (B)(6) 2025 from 9:30-11am at ventilator clinic. Transported by parents via car to the (B)(6) health center where he had an eye appointment at 12:30pm. He was examined by the doctor and drops were placed in his eyes to dilate. At 1:30pm it was reported he was undergoing the eye exam in a dark room and did not look good well. From 1:30-1:37 the parents were providing care to patient. He was placed on his portable pulse ox unit and noted to have oxygen saturations in the 50's. Ems arrived on the scene at 1:37pm and initially noted a pulse. They secured his airway and began using the resuscitation bag (he was off vent at this time and moving forward). Ems left with the patient around 1:46pm and was noted to lose his heart rate and they began compressions and bmv support all the way to (B)(6) hospital where he entered the emergency room and they continued resuscitation efforts for 1 hour and he was pronounced dead.